Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was implanted on an unknown date approximately one year earlier. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
User facility medwatch report (B)(4) was received. A copy of the report will be included in this report. This is report 1 of 5 for complaint (B)(4).